Event description:
Additional information stated that no interventions were planned at this point as the response remained stable. The cause of the issue was unknown.

Manufacturer narrative:
Continuation of d10: product ID b3300542 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID b3300542m serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 product type extension product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedances were identified in both leads with multiple contacts in a deep brain stimulation system. Impedance was measured several times, showing no difference. No contributing environmental, external, or patient factors were identified. The source of high impedance remains unknown. No actions or interventions were taken, and no surgical intervention occurred or was planned. The devices remained implanted and in service. No patient complications have been reported as a result of this event.